Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the penis of the patient with this inflatable penile prosthesis (ipp) exhibited a curvature. A revision surgery was performed, upon removing the left cylinder and trying to dilate the corpora scar tissue was found. The physician was not able to dilate the corpora due to the scar tissue and decided to remove the left cylinder. A new device was not implanted. No device issues nor additional patient complications were reported.